Event description:
It was reported that the patient had undergone a reverse shoulder arthroplasty. Approximately two and a half months post procedure the patient underwent a revision surgery as the glenosphere had disengaged from the baseplate. During the surgery the glenosphere was replaced but the baseplate was left implanted. There was no clinical consequence reported and no additional information was provided

Manufacturer narrative:
A device history record review did not identify any nonconformances or deviations, the device met all specifications. The device was not returned for analysis so no physical inspection or testing could be perfomed. Based on the limited information provided it is not possible to determine the cause of the glenosphere disengagement from the baseplate. However, this is a known potential risk associated with the use of the device so the probable cause assigned is known inherent risk of device.

Event description:
It was reported that the patient had undergone a reverse shoulder arthroplasty. Approximately two and a half months post procedure the patient underwent a revision surgery as the glenosphere had disengaged from the baseplate. During the surgery the glenosphere was replaced but the baseplate was left implanted. There was no clinical consequence reported and no additional information was provided.